Event description:
It was reported that the electrosurgical generator esg-400 had an insufficient conductivity error: e006 in addition to e619, e140, e135, and e136. It is unknown how this issue occurred. There were no reports of patient harm.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
The issue occurred during a therapeutic transurethral resection of the prostate procedure with an unspecified delay. The intended procedure was completed with a similar device.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. Additional information: b5, d8, d9, h3, h6, h11. The device was returned to olympus for inspection and the reported event was not reproduced. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the reported error occurs when resistance between the two electrodes of the device in operation increases. However, the definitive root cause of the reported event was not determined. Olympus will continue to monitor field performance for this device.